Event description:
Pt thought snow design on packaging meant there were snow flakes inside the cold pack. Pt punctured the cold pack and drank some of the contents. Pt was sent to the ER via ambulance. They monitored pt for two hours and pt was released. Pt is doing well at this time.